Event description:
A hospital in (B)(6) reported that a patient was being intubated and nebulised with ventolin and another unnamed drug every four hours in a setup which included an rt019 inspiratory/expiratory filter and an rt340 breathing circuit. After three days of use the ventilator and the humidifier alarmed; the patient desaturated and urgent intervention was required. Changing the filter solved the problem and the patient was then stable, intubated and ventilated again.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt019 filter was visually inspected. Results: the device itself had no defects or deformities, but the filter material was found to be slightly discoloured and occluded, most likely from the nebulised drugs being administered to the patient. This is the only complaint of this nature that we have received in the past two years. Conclusion: there was no fault found with the filter; it performed as intended by trapping the particulates arising from nebulising of the drugs. The hospital informed us that the filter had already been in use for three days before the reported incident occurred. Our user instructions which accompany the product state: change filter if noticeable deterioration occurs, following standard hospital procedure. When nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure.